Event description:
It was reported that post implant the right ventricular (rv) lead had intermittent capture. The lead was checked and a rise in thresholds was confirmed. The outputs were increased until the lead was repositioned that same day. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).